Event description:
It was reported that during a laparoscopic sigma procedure, there was no function after twenty minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft slightly bent and the clamp arm firmly closed. Due to the device returned condition no functional testing could be performed with the gen11 as the clamp could not be opened. The instrument was disassembled and the blade component was visually inspected and the blade was scratched and cracked. The blade component was then functionally tested with a gen11 generator and due to the blade damaged, an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. No conclusion could be reached as to the bent shaft.